Event description:
Reported an overinfusion of morphine via an apii pump. A bag of morphine, concentration of 20 mg/dl, was started with an ordered dose of 5.5 mg basal rate (2.2 ml pca dose), pca lockout every 10 minutes. Reportedly at 1155 pm of the same day, the nurse received a call from the pt who complained of "not feeling right" and the bag of morphine almost being empty. The nurse told the pt to turn the pump off and call 911. The pt was alert upon arrival in emergency room (ER), with sluggish speech and movements, unlabored respirations, and warm skin. "The pump came in with the pt." The nurse reviewed the pump and noticed it was programmed in "ml" and not in "mg" as intended. According to the pharmacy director, the pump was programmed at pt's home for 5.5 ml/hr, and was supposed to be programmed at 5.5 mg/hr. The pt received 2 doses of narcan in the emergency room. The pt was admitted to the ICU and received 2 additional doses of narcan. The pt was discharged 2 days later with a different apii pump. It is known what sequence of events had led to the misprogramming. The director of pharmacy reported that three different nurses "had touched" the pump. The day before the event (prior to the event) "a nurse went to the pt's house and found the pt's port-a-cath was swollen and occluded. The second nurse went out there and she administered activase and unclogged it, but the doctor said to wait until the next day, to restart." The director of phamacy reported the bag of morphine was picked up on thursday and a request for a replacement was made on friday.